Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that physician attempted to reposition the lead on (B)(6)2021. However, the lead was unable to be repositioned due to failure to insert a guidewire. Lead was instead explanted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up failure to capture from the left ventricular lead on all vectors. An x-ray revealed lead had dislodged into the right ventricle. Device was reprogrammed to pace only in the right ventricle and a lead revision was recommended to a healthcare provider patient was stable after the event.